Manufacturer narrative:
Additional information: g4, g7, h2, h3, h6 (summary device evaluation). Summary device evaluation: the investigation of the returned stent system found the stent returned fully deployed. Replication testing was performed and found the stent was able to successfully advance through an in-house microcatheter and fully open upon deployment; furthermore, the stent was able to resheath as intended without the occurrence of premature detachment. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h10.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that an flow diverter was used to treat a right posterior communicating artery aneurysm. When the stent is released in the tumor neck, the physician felt the stent position was high, and then removed the stent. During the stent removal, it was noticed that the push guide had no resistance, and the stent push guide is free to detach. The physician found that the stent had been detached, and then removed the microcatheter. It was noted that the stent was also slightly exposed outside the stent conduit. Then the physician replaced the microcatheter and used a new stent to complete the procedure. There was no patient injury nor intervention. The patient is reported as ¿fine¿.